Event description:
A hill-rom technical service representative alleged that the scale was reading heavy. The tsr stated that there was not a pt in the bed and the bed was in the maintenance shop. He stated that he calibrated the scale to resolve the problem.